Manufacturer narrative:
Follow-up #1; date of submission: (B)(4) 2014. Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: inspection revealed that the display screen visual was dim and discolored: the reported display issue was duplicated. The reported display issue was directly caused by an unidentified display failure. Unrelated to the reported display issue, the battery compartment was observed to be cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Customer service has made several attempts to contact the reporter to acquire more information. There is no further information available regarding the complaint at this time; if further information is provided, a follow up report shall be made. There was no allegation of an adverse event with this complaint. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.